Manufacturer narrative:
(B)(4)-as of the date of this report, the illuminator has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the illuminator went from normal to dark. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the illuminator went dark and then went back to normal. While on the phone, the illuminator went dark again. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified 48244 entries in the logs. The technical support engineer instructed the clinical sales representative (csr) to reseat the lamp module. When the lamp module was reseated the image was still dark. The clinical sales representative tried to get an alternate light source and could not get enough light for the surgeon. The clinical sales representative stated that the light guide assembly looked burnt. The technical support engineer advised that it gets discolored with that and may need to swap to a backup camera and light guide assembly. The planned surgical procedure was converted to laparoscopic surgery with no reported injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer verified the customer complaint and found the camera light guide was burnt on the end and would not allow the light to pass through from the light source. The customer had installed a brand new bulb which was noted could have made the light guide cable fail due to heat output. The field service engineer instructed the customer to order a new light guide cable and replaced the illuminator (951183-06) as a precaution. The system was tested and verified as ready for use.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm the reported complaint. A visual inspection was performed and it was noted that the illuminator fan was dirty. The illuminator was then installed onto test system and was started up with no errors. It was noted that ten system power cycles and a vision light test were performed with no trouble found.